Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. The customer reloaded the cartridge onto the pump resolving the alarm. There was no reported adverse impact to the customer's blood glucose level.